Event description:
It was reported that the user spoke with the nurse and the patient came in to get the pump removed. The pump says reserve volume is 7 milliliters, but bag was full. The clamps were all closed between the pump and the patient. The nurse explained the patient that the pump should have alarmed, and the reserve solution should not have decreased. The user did not hear the pump alarming. The doctor wanted the infusion restarted and the user was advised to use another pump, however, the patient did not have one. The user was instructed not to use the current pump. The nurse went over how to reprogram the pump, per the patient's request if he wanted to continue the infusion using this pump. No patient injury as reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.